Manufacturer narrative:
Eval summary: based upon the inquiry info rec'd visual and functional examination: the unit was found to require the green cable to be replaced. The device was functionally tested, met all prod requirements and returned to the customer.

Event description:
It was reported the st holster would make a grinding noise during a case. The customer was able to complete the case with no pt consequence.